Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels in the 23-30 mg/dl range. Reportedly, the customer developed type 1 diabetes as a result of sepsis (prior to pump usage), and indicated that bg is difficult to manage due to this condition. Reportedly, emergency medical technicians were called to customer's home and administered glucose via injection to treat bg.